Event description:
The customer reported that after 30 minutes of use, the blade of the instrument disconnected from instrument. The blade was removed from the surgical site. There was no patient injury. Additional questions concerning the incident have been asked of the site.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.